Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reported aviva system blood glucose results, all mg/dl: 11:07 -result of 103;11:09 -result of 95;11:11 -result of 155;11:13 -result of 93;11:15 -result of 102;11:17 -result of 86;11:21 -result of 92. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.